Manufacturer narrative:
H3: other; device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the polar north 7.0 tube with cuff appeared punctured with significant leak during mechanical ventilation and inability to properly inflate the cuff. It was informed that it was "repaired" during the procedure. There is no sample available for evaluation. There was patient involvement and no harm or adverse event.